Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had cracks and will not turn on sometimes when changing out the batteries. Customer also received a button error alarm and the buttons were unresponsive. Customer stated that the battery compartment was stripped and there was a dent in the insulin pump. Customer's blood glucose reading at the time of the call was 153 mg/dl. No further information reported.